Event description:
It was reported that during a revision surgery a hedron ia locking bone screw was found backed out with subsequent spacer migration.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. It was reported that a hedron ia locking bone screw migrated post-operatively. Based on the imaging provided it appears that one of the inferior locking bone screws has partially backed out of the spacer. It is possible that the blocking screws that are part of the spacer were not properly rotated after the screws were inserted. The condition of the blocking screws prior to the back-out of the locking bone screw cannot be determined from the provided images. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1,h2, h6, h10.